Event description:
A complaint was received with regards to an tego connector that experienced no flow. This is report 3 of 4. The reporter stated that they have had multiple of tegos on their patient catheters that did not work. There was unknown patient involvement and unknown adverse event. The problem they are having with the tegos are when change them at the beginning of treatment and then by the end of treatment they are already clotted, and they have to be changed again. This has been the case on multiple patients for multiple days. There was patient involvement. The event dates were 23-dec-2024, 28-dec-2024, 06-jan-2025 and 08-jan-2025 occurred during use on patient. Several instances at the initiation of treatment and some at the end of treatment. There was no adverse event and there was delay in therapy by a few minutes since they would have to change the connections multiple times before getting them on treatment.

Manufacturer narrative:
The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
One new list# d1000, tego¿ was returned for evaluation. As received no physical damage or other anomalies observed. No mating device was returned for evaluation. The returned new sample was flushed, and no flow restriction was confirmed, additionally the sample was leak and vacuum tested as per procedure, met the product specification. Complaint of tego clotting or occluded cannot be confirmed without the return of the used sample. Probable cause is unknown. This was part of a corrective and preventative action (CAPA). The probable cause of clotting is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.